Event description:
As reported by the (B)(6) territory manager, after successful deployment of a 26mm sapien 3 ultra valve, slow flow was identified in the rfa requiring surgical intervention. It was presumed to be due be a failed manta closure system. There was no allegation of any (B)(6) device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).